Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed troubleshooting. In examining the pneumatics screen, it was discovered that the o2 inlet pressure was below 40 psi. The customer was using the high pressure test valve connected to the inlet restricting the flow. The customer opened the valve raising the inlet pressure above 40 psi. The customer retested and confirmed the issue had been resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
It was reported that the ventilator maximum oxygen concentration measured at 93%. There was no patient involvement.